Event description:
It was reported that the ins (implantable neurostimulator) had been removed because the ins was causing more pain than without the ins itself. The leads had been left intact. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that there was high impedance on the right lead. It was noted that the outcome was ongoing with no further action need. It was noted that the patient stated that the stimulator was explanted by another doctor and his leads were left in place. It was noted device: neurostimulator date: (B)(6) 2013. It was noted that the diagnostic methods included an examination and palpation. It was noted that the there was no paresthesia coverage in the right leg on (B)(6) 2012. It was noted that there was high impedance on the right lead on (B)(6) 2012. It was noted that the etiology was related to the device or therapy. It was noted that symptoms included no paresthesia coverage in the right leg.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID 3778-60 lot# serial# v442843022 implanted: 2010-07-29 explanted: product type lead product ID 37743, serial# (B)(4), product type: programmer. Patient product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead, product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. (B)(4).